Event description:
It was reported that the wheels are splitting open on it.

Manufacturer narrative:
The model number for the rollator involved in this event was obtained and found to be 66550. The manufacture for rollator 66550 is (B)(4).